Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a pump displayed a disconnection alert. Nurse heard beeping and found the module was not responding on a nicu baby. There was no patient harm.